Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced loss of efficacy. As a result, the patient underwent surgical intervention at an unknown date, wherein the scs system was explanted.